Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed a persistent alert 41 indicating an insulin shaft rewind error after the first scheduled supply change, which remained after multiple restarts. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and continued cgm monitoring via dexcom as instructed. Investigation included guided troubleshooting with device restarts via the notifications menu and education on shutdown procedures. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.